Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08160. It was reported the patient is experiencing ineffective stimulation and pain at his scs ipg site since he fell on his ipg site on (B)(6) 2014. An sjm representative met with the patient for reprogramming but was unable to achieve effective stimulation. Surgical intervention is planned for a later date to address the issue.